Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. This report is related to mw223851.

Event description:
It was reported, the light source had scope communication error code b30. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause as the event was not confirmed during onsite inspection of the device. Olympus will continue to monitor field performance for this device.